Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (B)(4) alleging that her onetouch verio2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to specify when the inaccuracy issue began. The patient allegedly obtained a blood glucose result of 12.3mmol/l using the subject device compared to a reading of 9.5mmol/l using a onetouch ultra meter, both measurements within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results falls within lifescan's accuracy criteria. The patient manages her diabetes using insulin (self-adjuster) and reportedly increased her dose of novorapid insulin by an additional 3 units in response to the reported issue. The patient claimed experiencing symptoms of sweating one hour after the alleged issue began and reportedly self-treated by consuming glucose tablets/gel in response to the reported issue. At the time of troubleshooting, the csr confirmed that the meter was set to the correct unit of measure, an approved sample site was used to obtain the results, the test strips were within expiry and the patient's testing technique was correct. The csr noted that the patient did not have any control solution. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, took action based on the alleged result, and subsequently experienced signs/symptoms suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.